Event description:
It was reported that the patient had an elective replacement indicator (eri) pump replacement. The reason for device removal was reported as prophylactic removal of the pump to avoid in-vivo battery depletion. There was no patient injury. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4): analysis of the pump found a motor gear train anomaly with corrosion.